Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details, device return, device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued e1 (facility name): (B)(6).

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.